Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31637918l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During parahisian pvcs (premature ventricular contraction) ablation with a qdot micro¿ catheter, the patient experienced complete heart block treated with temporary pacing wire. The patient was then placed under observation and planned to move to ICU. It was reported that after going on the right side doing an rv (right ventricular) ablation, they went to the left side and did ablation in the lv (left ventricle) near the aortic cusps, and the patient went into complete heart block. The medical team identified this on ECG (electrocardiogram) and there were multiple ecgs connected to the patient and that heart block was confirmed on all of them. The patient was given a temporary pacing wire and placed under observation for their heart block.